Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had a pocket hematoma due to marcumar which was solved by a pocket revision. No other adverse consequences were reported.